Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) upon analysis, it was reported that there were no anomalies found, the helix/lobe was distorted/bent, and there was blood in/on the helix/lobe mechanism. It was determined that the damage was caused at implant.

Event description:
It was reported that during implant attempt, the surgeon had difficulty screwing the lead (B) (4) in. When the lead was examined the helix was off center. It was also reported that lead (B) (4) lost capture at max output, and exhibited sensing difficulties. The leads were not used. There were no patient complications reported as a result of this event.